Event description:
Allegedly, during intubation of patient who was in cardiac arrest, the handle separated into 2 pieces. The bottom half of the handle hit the doctor in the forehead and then the patient in the forehead causing contusions; no medical attention was necessary for these bruises. Pt desated (o2/co2 saturation rates) down to mid-40's by the time the doctor extracted the laryngeal blade. The doctor then replaced the laryngoscope and completed intubation. The patient recovered from cardiac arrest. Reference MFR report number: 9610617-2013-00040.